Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 after presenting with complaints of worsening weakness as well as a decrease in endurance. The patient reported having a 2 week history of dark tarry stools and 3 day history of bright red blood that the patient attributed to hemorrhoids. A slight increase in abdominal bloating was observed as well. The patient had a gastrointestinal (gi) consult, and IV iron replacement was administered. Warfarin 6 mg dose was withheld, and the patient continued on 325 mg aspirin. The patient was transfused with 2 units of packed red blood cells (prbc¿s) on (B)(6) 2017 due to a hemoglobin (hgb) of 7.9 g/dl. One unit of fresh frozen plasma (ffp¿s) was also administered in order to bring inr below 2 in preparation for enteroscopy. On (B)(6) 2017 the patient underwent esophagogastroduodenoscopy (egd)/ colonoscopy. The bleeding was attributed to diverticulosis; however, it was reported that arteriovenous malformations (avms) could not be entirely ruled out. The gastrointestinal (gi) bleeding reportedly resolved on (B)(6) 2017. The patient was discharged once hemodynamically stable and was to follow-up with the center 3 to 5 days post discharge. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.